Event description:
Upon initial evaluation of the spinnaker elite flow directed catheter 1.5 f-l under another MFR report, it was found that another spinnaker elite flow directed catheter 1.5 f-l under the same catalog number and lot number was returned with a note that said "catheter unusable due to damage". It was then found that the device was ruptured at the distal poly vinyl chloride tubing and had, therefore, become an MDR.